Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight and in turn the patient's ipg moved from it's original location. As a result, the patient began to experiencing pain/discomfort. The patient's ipg was repositioned via surgical intervention on (B)(6) 2020 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.